Manufacturer narrative:
Concomitant medical products: iexch151555, stent graft, implanted: (B)(6) 2010, bfxch2615165, stent graft, implanted: (B)(6) 2010, ilxch1515135, stent graft, implanted: (B)(6) 2010. Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and short interval high rates. The leads remain in use. No patient complications have been reported as a result of this event.